Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient isolates were found to be contaminated with mycobacterium chimera intracellulare. There were no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 supplement kit, an unspecified number of patient isolates were found to be contaminated with mycobacterium chimera intracellulare. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: mgit 960 supplement kit batch 4319659 is composed of mgit panta batch 4292467 and mgit 960 growth supplement batch 4297611. Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). No other complaints have been taken on kit batch 4319659 the batch history record review for mgit 960 supplement kit batch 4319659 was satisfactory. No quality notifications were generated during manufacturing. The batch history record reviews for mgit panta batch 4292467 and mgit 960 growth supplement batch 4297611 were also satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. Retention samples maintained for this product include the individual components but not the kitted configuration. The retention samples for kit batch 4319659 were not available for inspection. There were no other complaints on the components of this kit. There were no photos or returns received to assist with the investigation of this complaint. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.